Event description:
Boston scientific received information that a patient recently implanted with a device developed a hematoma near the device pocket site. After the hematoma was drained, an x-ray was taken. The x-ray revealed that the atrial lead had slightly dislodged from position. During the same procedure to drain the hematoma, the physician also repositioned the atrial lead. The patient remains hospitalized, but is doing well. Despite efforts, boston scientific was unsuccessful in obtaining the device model and serial information. The reason for this is likely due to the information being provided through the smart registry database, which device identifier information is not available to boston scientific. Also, there is no information indicating if the atrial lead is a boston scientific product. Boston scientific received additional information from the clinical study site. Included in the additional information was the device model and serial numbers. After further review, it was determined that boston scientific had previously reported this issue in report number 2124215-2017-23838. Any further updates will be filed under supplemental report number 2124215-2017-23838.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient recently implanted with a device developed a hematoma near the device pocket site. After the hematoma was drained, an x-ray was taken. The x-ray revealed that the atrial lead had slightly dislodged from position. During the same procedure to drain the hematoma, the physician also repositioned the atrial lead. The patient remains hospitalized, but is doing well. Despite efforts, boston scientific was unsuccessful in obtaining the device model and serial information. The reason for this is likely due to the information being provided through the smart registry database, which device identifier information is not available to boston scientific. Also, there is no information indicating if the atrial lead is a boston scientific product.